Event description:
It was reported that when using the bd pyxis¿ medstation¿ es there were two instances in which users were unable to sign out of the device and one instance where the system froze during a transaction; a restart was performed between the sign-out issues, and the user requested to investigate into the problem. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that users were unable to sign out and the device froze during a transaction, and a restart was performed. A technical support specialist deleted files older than seven days and performed disk cleanup to free disk space, following the knowledge articles low space on c: drive, sql dump, winsxs - pyxis es - locations/methods to free up space and medstation es-low disk space on c drive-large configuration status folder in windows folder, and advised the customer to reference the ticket if the issue reoccurred. The system functioned as intended after the technical support specialist repaired the device.